Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that implant at tooth site 25 fractured at the body of the implant and was removed. Pain was reported as a result of the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. One (1) osseotite implant 3.75 x 11.5mm (oss311) was returned for investigation. Visual evaluation of the as returned product identified heavy signs of use. Fracture identified at threads of implant. Bone encased around threads of implant. Unable to verify measurements due to as-received condition of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 25 (fdi) and was used for approximately 15 years, 1 month. DHR review was completed for the subject lot number (670075). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (670075) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.